Event description:
The pt of a female pt called to report that her daughter experienced redness and irritation in the left eye in 2006. Pt uses solocare aquify mps to clean and disinfect her 02opitix lenses every 3 to 4 days of extended wear. She replaces lenses every 25-26 days. Age of this lens is unk. She visited a medical facility, was prescribed eye drops (name unk) an was advised to follow-up with an eye care doctor. A few days later, during a class trips, the pt began to experiences extreme light sensitivity with pain and was floor home where she visited a corneal specialist and was eventually diagnosed with a corneal ulcer. Pre-event acuity reported as 20/15. Current acuity & resolution are unk. Several requests have been made for additional information, however no further information is available.